Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed and this 21 mm sjm trifecta valve was implanted utilizing non-everting mattress sutures. In (B)(6) 2016, the patient suddenly became symptomatic of aortic regurgitation (ar) and hemolysis. On (B)(6) 2016, re-do avr was performed and this valve was explanted and a tissue valve from another manufacturer (size unknown) was implanted. Per report, there was a leaflet tear and pannus on the valve.

Manufacturer narrative:
The results of this investigation concluded leaflet 2 was rotated/twisted and contained a tear in the base. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of the inflow diameter. Leaflet 3 contained a suture abrasion on the outflow surface. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, tear or abrasion were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.